Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 6.

Event description:
Reference number (B)(4). Event occurred in france it was reported that the patient experienced the infusion set fell of during use event on (B)(6) 2026. No further information available.